Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that while trying to pace, therapy is not being applied correctly. The users increase the pacemaker current and the patient shows muscle contraction but fails to stimulate the heart beats itself.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. No negative patient impact was reported.